Manufacturer narrative:
Correction to field e1: initial reporter city. The console was serviced by the field service engineer (fse) at the customer's site. The fse inspected the console and found that all the mirrors were in good condition. The power output was tested, and it was within the limit. The reported event was not confirmed.

Event description:
It was reported that during procedure the console was having low power. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during procedure thew console was having low power.